Manufacturer narrative:
The device was available for evaluation. It was reported that a revision surgery was needed to replace ten creo threaded locking caps that were found loose post operatively. The initial surgery was an l3-s2ai plif completed on (B)(6) 2024. No issues were reported during the initial surgery. On (B)(6) 2024 a revision surgery was completed for additional decompression. At this time the surgeon found a few of the locking caps were loose and chose to replace all of the locking caps with new ones. No images were available for evaluation. The locking caps were returned and 6 of the 10 locking caps exhibit wear patterns that are consistent with being properly tightened. The other 4 show slight signs of the same wear pattern, however, it is much less apparent. The torque limiting handle used in the surgery was not returned for evaluation. Although 10 caps were returned, no identification was provided that indicated their positioning, therefore, no correlation could be made to associate any individual cap to the issue. Because the surgical and post operative conditions cannot be replicated, images were not provided, and all of the implants and instruments that could create the issue were not returned for evaluation, no determination could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace creo threaded locking caps that were found loose post operatively. This event occurred in japan.